Event description:
Rv lead needs to be replaced due to non capture. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the lead under complaint were not returned for analysis. This report is therefore based on the inspection of the quality documents associated with the manufacture of the pacemaker and the lead, as well as the data returned for analysis. The manufacturing processes for these devices was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned data were thoroughly inspected. The inspection revealed that the pacemaker activated the battery status eri on january 1st, 2024, due to a high output programming (vvi, 100 bpm, 7.0v at 1.0 ms), which was used during the follow-up on that day. In case of high output programming, a large proportion of battery capacity must be reserved by the pacemaker, which may result in triggering of eri. Eri can be reset when re-programming to lower pacing parameters. It was reported that the pacemaker eri status was reset in the clinic. The data received afterwards show a normal device function, including the battery. Further inspection of the data showed that loss of capture (loc) events occurred often since october 2023. This resulted presumably from a damage of the complained lead. In summary, there was no indication of a pacemaker malfunction. There was no indication of a material or manufacturing problem of these devices. Should the lead become available for analysis, this report will be updated.